Event description:
Reporter has reported that an adult breathing circuit had a missing part. No pt consequence was reported.

Manufacturer narrative:
Tthis is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Methods: the complaint device was not available for eval. Photographic images were provided and these were visually inspected. Results: our records indicate that two complaints of this nature have been received for the given lot number. We confirmed that there was a missing component as reported. The part was most likely omitted during the packing process. Conclusions: the device was out of specification. Missing components from circuit kits is a known problem currently being addressed through an open CAPA. The occurrence rate for this type of fault is approx. 0.03% worldwide for the last year.